Event description:
A pt reported blood glucose results of "297 mg/dl and 197 mg/dl" with a lifescan meter, performed within 10 minutes of each other. No control solution was available to check the product meter was replaced.